Event description:
It was reported that the patient experienced an infection. The full system, including the pacemaker, the right atrial (ra), and the right ventricular (rv), and the left ventricular (lb) lead was explanted. The patient condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.